Manufacturer narrative:
The customer contacted cardioquip regarding a temperature differential error that displayed before a patient surgery. The device was taken out of service and cardioquip was contacted. A cardioquip technician performed an inspection of the device after the reported incident. The device passed all testing and required no calibration or repairs. The technician explained to the customer that this particular error condition is usually caused by a limited-flow or no-flow situation in the external water tubing circuit configured by the operator. It can be the result of closed vales, kinked tubing, or improper connections. The customer was not able to provide the information regarding how the circuit was configured, thus there was not enough information to determine what caused this particular error. The patient was not hooked up to the device when the error message was displayed, no patient injury, or known malfunction with the device.

Event description:
Heater cooler malfunction: there are two sensors that measure the temperature gradient. If it senses a gradient of greater than 2 degrees, it sends a temperature fault error. Patient was placed on another heater cooler. There was no patient injury. Equipment was placed out of service and sent to hospital biomed. This is the second event of this type reported from this facility. The other event was 15 months prior.